Event description:
It was reported that during a coronary treatment procedure, balloon rupture occurred. The physician attempted to inflate the 70-90% stenosed, severely calcified lesion using a quantum maverick mr balloon catheter 15x3.25mm. However, as the physician was inflating the balloon a second time, it ruptured. The quantum maverick balloon was removed intact and the procedure was completed with another device. Pt status after procedure is good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.